Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a total abscession drainage catheter gen 8f x 30cm without r/o band.the catheter was used during a CT-guided cyst drainage and sclerotherapy. When the catheter was being removed from patient, the tech noted that the tip of the catheter was missing. A CT of pelvis confirmed presence of retained tip in the endometrioma. There was an attempt to remove the tip with a percutaneous procedure, but was unsuccessful due to it being embedded in the tissue.

Manufacturer narrative:
No total abscession drainage catheter product was returned to angiodynamics for evaluation. It is unknown how long the drainage catheter was in situ. Per dfu, "it is recommended that indwelling time not exceed 90 days". The customer's reported complaint description of total abscession drainage catheter tip detached could not be confirmed since no complaint sample was returned. Without receiving product for evaluation a definitive root cause could not be determined. Potential root cause is exposure of the catheter to alcohol. As noted in the device dfu (14600186-01) "warnings: do not use this catheter with alcohol.". Another potential root cause of the catheter tubing fracture and detachment is break down of the catheter material due to chemical exposure from either flushing agents or the abscess fluid. DHR review of the packaging lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. This is the only reported complaint for this catheter tip detached failure mode for the total abscession product family in the past 15 months, as such, it is deemed to be an isolated incident. Labeling review: the instructions for use (14600186-01) which is supplied to the end user with this catalog number states, "to tighten the pigtail shape, gently pull the suture until resistance is felt. Warnings: do not use this catheter with alcohol. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Correction: d4, model number, unique primary device identifier, e4 changed from unknown to yes.